Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with marginal keratitis infection and inflammation in left eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of light sensitivity and pain. Patient reported symptoms are not interfering with daily activities. Patient was referred for a flap lift and culture. Bcva from (B)(6) 2016: right eye pre-op 20/20 -2.50 x -1.50 x 123, left eye pre-op 20/20 -3.00 x -1.50 x 61.

Manufacturer narrative:
Correction in the initial MDR it was reported that symptoms were not interfering with the patient's daily activities. However this was incorrect. On the received form the response to the question; is the event lasting and disabling, significantly interfering with daily activities was yes. All pertinent information available to abbott medical optics has been submitted.